Event description:
This ICD was implanted, but failed dft testing after implant. The physician explanted this device and implanted a higher energy device with no further issues.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos. Five charging cycles were recorded to the ICD's memory. The memory content of the device was inspected. Confirming the clinical observation, the inspection revealed a defibrillation threshold test on (B)(6), 2019, where the fibrillation could not be terminated by the first delivered 30 joule shock. The iegm documented that the fibrillation was successfully terminated by a subsequent 40 joule shock. The data showed that the ICD functioned as expected. There was no indication of an ICD malfunction. During analysis, the bench test of the ICD revealed that all therapy functions were available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior. There was no indication of a device malfunction.